Event description:
Caller states the patient tested 3.3 inr on coaguchek xs system 1 and 4.7 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.